Event description:
It was reported that the patient died one hour after pacemaker implantation. Additional follow up revealed that after implant all parameters were good, surgery successful. But patient status worsened one hour after implant and patient died after 40 minutes of resuscitation efforts. It was further reported that the device was working normally during resuscitation and that x-ray revealed the lead "was in a good location." There was no myocardial perforation or procedural complication. The patient was not pacemaker dependent. The cause of death was noted to be pulmonary embolism and no autopsy was performed. The device will not be returned.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient died one hour after pacemaker implantation. The cause of death has been requested but not received.